Manufacturer narrative:
(B)(4). Pump was received with partially broken reservoir tube lip, missing reservoir tube retainer and missing reservoir tube o-ring. The reservoir can not stayed locked in reservoir compartment due to broken reservoir tube lip and missing reservoir tube retainer/o-ring.

Event description:
Customer reported that the retainer ring that holds the reservoir in place was no longer attached to the insulin pump. The customer noticed when they disconnected for shower that the o-ring and the retainer ring were at the tubing. Customer's blood glucose was 123 mg/dl at the time of the incident. Customer was advised the insulin pump will be replaced. The customer will return the product for analysis.